Manufacturer narrative:
An investigation was performed on the basis of complaint statistics and data analysis as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The product history device records could not be reviewed since no lot was provided by the reporter. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
On (B)(6) 2016 during a procedure two maxdrive screw heads broke off when placed in the cranium. Remainder of the screws were left in the patient.